Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300-600 mg/dl). A temporary basal rate, bolus via the pump and/or insulin injections were used to address the bg level. The contact was not sure what was causing the high bg. The customer's healthcare provider (hcp) advised the customer to revert to insulin injections for insulin therapy. The hcp was to have the customer resumed pump therapy the next day.